Event description:
This case was reported by a lawyer and described the occurrence of zinc toxicity in a patient who used super poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medications included super poligrip original denture adhesive cream ((B)(4)) and fixodent. In 1998, the patient used super poligrip at unknown dosing. At an unknown time after using super poligrip, the patient experienced zinc toxicity, pain in extremity, numbness of extremities, back pain, and nerve damage. Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. According to the legal complaint, the patient experienced "zinc toxicity and extensive nerve damage that resulted in symptoms to include pain and numbness in upper and lower extremities and back". The patient "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." It was further reported the patient's "injuries and damages are permanent and will continue into the future." Medical records received (B)(4) 2011: on (B)(6) 2011, the (B)(6) patient was seen with a history of chronic back pain, fatigue, generalized weakness, and mental health disease including schizophrenia. He was being followed by a mental health specialist as well as a chronic pain specialist. The patient told the physician that he was very concerned as he thought he had toxicity related to copper and zinc related to his dentures. Zinc level was mildly elevated, and the patient stated he felt his symptoms were due to this zinc or copper toxicity. Follow up information was received on (B)(4) 2011, via medical records. On (B)(6) 2011, the patient was referred to neurology because of numbness and tingling. Assessment included chronic back pain secondary to degenerative disc disease and neuropathy. This case has been upgraded to medically serious per gsk.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).